Manufacturer narrative:
Evaluation: results: inherent risk of procedure=arterial and venous occlusion. Unk status of intervention. Evaluation: conclusion: unk status of intervention. Secondary intervention is required.

Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 3 months ago. Aneurysm and vessel morphology was not reported. It was reported approximately 1 month ago, one of the limbs of the graft became occluded, and consequently the blood supply to one of the pt's legs was compromised. The pt was in bed for 2 weeks post-stent graft implantation, which is believed to have contributed to the cause of the observed occlusion. It was reported that the physician has elected to perform a femoral to femoral bypass to treat the stent graft occlusion, however the status regarding whether or not the procedure has been performed and the pt's outcome is unknown. No further details have been made available.